Event description:
Caller states that he tested his device against his doctor's device. He reports that his device read 483 mg/dl while the doctor's device read 132 mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.